Event description:
It was reported that the customer was in the emergency room due to low blood glucose of 67 mg/dl. It was stated that the customer had bolused too much insulin, which caused her glucose to drop. The nurse wanted to know how much insulin the reservoirs held. Advised the caller that the smaller reservoir holds 180.0 units, and the larger reservoir holds 300.0 units. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 2032227-2012-06200; mfg. Report 1 of 2, medwatch report # 3004209178-2012-87905.